Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the usb cable was bent. There was no reported impact to the customer's blood glucose level. The customer did not have an alternate usb cable available at the time of the event. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.